Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 44 mg/dl on the morning of the call. The customer reported that she had the device set to suspend at 70 mg/dl, but she did not receive an alert. Customer stated that she did not know her sensor glucose level at the time of the incident. The customer stated that she treated the low blood glucose level with food and juice. Customer also reported that she was repeatedly hospitalized due to low blood glucose levels prior to using the insulin pump. The customer was advised that the sensor would be replaced but did not return the product for analysis.